Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The patient was treated with injection (inj). Vancomycin (2gm, stat repeated at 5th day, route not reported) and inj. Maxipime (2gm, once daily, route not reported). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.